Event description:
The surgeon reported that the valvulotome has damaged the saphenous vein in two different levels. They performed 3 passes through the vein with the device and they observed damage/bleeding after the second passage. No collateral and valve at point of vein damage. The device was pre-checked prior to use. The product is not eligible for return as it cannot be determined if the patient has a transmittable disease. Vein was sutured which caused hematomas, but there are no other damages to report. Patient is doing fine.

Manufacturer narrative:
The product is not eligible for return as it cannot be determined if the patient has a transmittable disease. Therefore, we could not conclusively determine the root cause. The picture provided does not appear to show any issues. It is unknown if the reported event is due to a device failure or due to surgical technique. The IFU warning states: "do not insert the lemaitre valvulotome into a vessel or extract from a vessel in the open position. Do not rotate the lemaitre valvulotome in a vessel. Do not advance the lemaitre valvulotome with the blades in the open position. Failure to sheath the cutting blades and centering hoops prior to retracting the device from the vein may cause damage and the potential complication while using the device is vessel wall perforation." The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.